Event description:
It was reported that patient underwent surgical intervention due to pain at the ipg site. Stimulation was reportedly restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.